Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot = product code 150610009, work order 8619653 was manufactured on 13/sep/17. 20 parts were manufactured per specification and all raw materials met specification. There were no ncs or deviations associated with this lot. Due to no similar failures found in the DHR review, the root cause of the complaint cannot be determined. Should further information come available that impacts the findings in this investigation it will be reopened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 20 september 2019 for MDR reportability. On (B)(6) 2018, the patient underwent total left knee arthroplasty due osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2018, the patient underwent a left knee revision due to loosening of the tibial component, instability, laxity, and swelling. The surgeon indicated the tibial component was loose and there was no cement on the tibial component backside. The surgeon reported the femoral component was well-fixed though was revised. He noted the patella had central tracking and it was not revised. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2018; dor: (B)(6) 2018; (lt knee).